Manufacturer narrative:
(B)(4). Investigation summary: a complaint of tubing damage was received from the customer. Through visual inspection the adapter was seen to be broken from the rest of the set. The top of the adapter was also uneven and had a piece of plastic sticking out from the rest of the surface. Further testing could not be completed due to the rest of the set not being sent. A device history record review for model 2426-0007 lot number 20087217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27aug2020. There were no quality notifications issued for the failure mode reported by a customer. Investigation conclusion: one sample of material #2426-0007 was returned for investigation. Through visual inspection the top of the adapter (p/n:630-00327) was unleveled and had a piece of plastic sticking out. The adapter broke off the rest of the set. Only the valve was returned for investigation, so further testing could not be completed. Root cause description: a definitive root cause could not be determined, but a possible root cause is user error. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv tubing was found broken inside the clave. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are still experiencing issues with the tubing. We had another report this weekend on a different unit. I have a sample of the connector that has broken inside the clave."

Event description:
It was reported that the as lvp 20d 3ss cv tubing was found broken inside the clave. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are still experiencing issues with the tubing. We had another report this weekend on a different unit. I have a sample of the connector that has broken inside the clave."

Manufacturer narrative:
H6: investigation summary: a complaint of tubing damage was received from the customer. Through visual inspection the adapter was seen to be broken from the rest of the set. The top of the adapter was also uneven and had a piece of plastic sticking out from the rest of the surface. Further testing could not be completed due to the rest of the set not being sent. A device history record review for model 2426-0007 lot number 20087217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27aug2020. There were no quality notifications issued for the failure mode reported by a customer. A definitive root cause could not be determined, but a possible root cause is user error. H3 other text : see h.10.